Manufacturer narrative:
Results of functional testing indicated there was no sound alarming from the pic and made sure the alarm assembly was on fault. The fse replaced the speaker onsite. The fse tested and confirmed after replacement that the device passed all specifications. The device is returned to full function.

Event description:
It was reported that there was no alarm sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.